Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a revision of the patient's device. Manufacturer representative thought it was because the patient fell and a lead moved so it was replaced. No further complications were reported as a result of this event.